Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to inspect and clean the pump's cartridge area and was educated on the correct loading procedure. Customer reverted to manual injections for insulin therapy.